Event description:
The customer reported that during a urological procedure, the device jaws could not be re-opened while applied to tissue. The surgeon manually removed the instrument which caused tissue damage to the pt. To date, the amount of damage and the pt status have not been provided by the customer.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.